Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving error messages on the display for more than 2 hours after 5 days of wearing the adc freestyle libre sensor. Customer further reported experiencing a "partial loss of consciousness" on (B)(6) 2018 and being treated with a glucagon injection by his wife. There was no report of death or permanent impairment associated with this event.